Event description:
Patient reported "extreme fatigue", "rash all over my torso very itchy, skin is very itchy in general", "I get full quickly", "excessive burping" and "bowel changes". Patient reported xyzal and acid reflux medication was prescribed. Later healthcare professional reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.